Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the bottom of the display of the cardiosave intra-aortic balloon pump (iabp) was unreadable. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check it was observed that the bottom of the display of the cardiosave intra-aortic balloon pump (iabp) was unreadable. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the routine checkup replaced the display touchscreen to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.